Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: 3cg tip location indicator accuracy varies widely (ie gives good waveform with green p-wave and green indicator on bullseye, yet compared to xray line can either be too deep or too short).

Event description:
Per biomed - 3cg tip location indicator accuracy varies widely (ie gives good waveform with green p-wave and green indicator on bullseye, yet compared to xray line can either be too deep or too short).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 was visually inspected upon receipt and was found to be in good physical condition. The device was returned to the service facility for evaluation. During evaluation, the reported issue of indicator accuracy varies is unconfirmed; however there is a hairline crack on the right corner of the front enclosure and it was observed that the sherlock usb cable did have a kink in it at the connector end, but it did not seem to affect the operation of the unit. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. H3 other text : evaluation findings are in section h.11.